Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button was sticking and delayed in response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/21/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. There was no visible damage to the keypad. All of the keypad buttons respond properly. No buttons are sticking. Removed the keypad and found no damage or contamination.